Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced low blood glucose level of 67 mg/dl and insulin pump was over delivering. The customer was treated with food. The customer did not report symptoms related to low blood glucose level. The customer did allege insulin pump was over delivering. The insulin pump will and reservoir will not be returned for analysis.